Manufacturer narrative:
Manufacturer's report date: 5/19/2009. Patient information requested and all available information is included. This report was filed by the manufacturer. The device was not returned for investigation; however, the serial number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any relevant information.

Event description:
Customer reported an insulin drip 100u/100cc bag was hung in 2008, at 23:31, scanned in bcma; rate was 3u/hr as ordered. Finger stick prior to infusion was 210, 00:35 finger stick was 201, medical resident ordered infusion rate to be increased to 4.5u/hr. At 01:00 the infusion pump was alarming air-in-line (ail). When the infusion bag was checked it was empty with ail, no solution was found on the floor, on the pump, or on the patient. Charge nurse was called to the room and verified that the rate on the channel pump was 4.5u/4.5cc; volume to be infused was 81. Stat finger stick done was 138. The patient was responsive, denied nausea, dizziness, or any discomfort. Finger stick q10-15 minutes were done with lowest finger stick 63. The patient was treated with 1 amp d50 IV. Repeat finger stick was 117. Q30 minutes finger stick was done for 3 hours with no hypoglycemic event noted. The pump module was removed from pc unit with a work order placed. The facility's biomed indicated the device was tested at the site and no issues were found. The device was put back into service . Multiple attempts to contact the clinical source for further patient and event information have been unsuccessful.